Event description:
The manufacturer received information alleging a ventilator service required error code was found on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. The trilogy 100 device was being evaluated at the manufacturer service center when the error code was found on the device. During the evaluation it was noted that an error code, vpwrfail failure, was observed on the device's error log. The manufacturer's service technician evaluated and determined the system central processing unit (cpu) board had caused the error code to occur on the device. In conclusion, the system/cpu board was replaced to address the issue. The root cause is confirmed at this time. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed. Additionally, during the service of the device, the feet and power cord clamp were replaced due to missing on the device. This was unrelated to the reportable issue. The system/cpu board was replaced for another error code, urgent reminder, that was observed on the device's error log. This was unrelated to the reportable issue. The rear and base enclosure cases, speaker kit, capacitor/battery retainer, and handle were replaced for physical damage unrelated to the reportable issue.